Manufacturer narrative:
Conmed linvatec received the remainder of the microfracture awl, 90 degrees for evaluation on (B)(4) 2013 and confirmed the reported problem of tip breakage. A visual examination of the returned instrument found the tip of the awl was broken/detached and the broken portion was not returned. Addition testing is being performed by the manufacturing engineer and the test result and final analysis have not been completed. A follow up report will be filed upon the completion of the final analysis.

Event description:
The customer reported that during use of this microfracture awl, 90 degrees in a hip arthroscopy on (B)(6) 2013, the tip of the device broke off and was successfully removed. The surgery went on with no further complications and was completed as intended with only a minor delay. The (B)(6) years old female patient was discharged as per normal procedure. No other information provided. However, the user facility's representative did indicate that a medwatch form 3500a was completed and submitted to the FDA on or around (B)(6) 2013. Despite the efforts in obtaining a copy of the 3500a, the user facility refused and stated that the manufacturer should wait until a copy is received from the FDA. To date, a copy of the user report has not yet been received.